Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost over 30 pounds during the summer of 2019, after which their ipg was unable to communicate with external devices. The ipg was deemed inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced, resolving the issue.